Event description:
It was reported that there was event with a "punch". According to the information received, the jaw was broken during surgery. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon evaluation the tip of the device was found to be broken. The shaft was found to be bent, the deflection conducts about 1mm over the total shaft length. The bending of the shaft indicates high force initiation which leads to high leverage force on the tip. Repeated bending can lead to breakage on the sheet "metal". The device was manufactured in march 2008 and therefore suspected to be in use for almost 12 years. The root cause most probably is too high force initiation and repeated bending which caused leverage forces on the tip leading to breakage of the sheet metal. No indication for a manufacturing or material related issue found during investigation.